Manufacturer narrative:
Our investigation has been completed. No parts were replaced, but logs and screen shots were received. The investigation therefore consists of an evaluation of the logs and the screen shots. The logs showed that on the day of the event, a ventilation period of 7 minutes while using the nasal CPAP mode of ventilation was characterized by the reported alarms, patient disconnected, leakage too high, CPAP low and patient reconnected. The patient disconnected alarm indicates suspended ventilation due to detected to high leakage. A pop-up window referred to as "small box" captured on the screen shot that was received, pops up displaying the message "leakage detected. Ventilation suspended due to excessive leakage. Constant flow delivered. Check patient circuit" and the message "resume ventilation". The logs showed that at time the mode of ventilation was nasal CPAP, and that the ventilator niv disconnection functionality configuration was set to low flow. The niv disconnection functionality can be configured by the user and should have been, in this case, configured to "disabled" instead of "low flow". Our conclusion is, that there was no ventilator malfunction at the time. The ventilator functioned as it should under the prevailing circumstances. The cause for the reported alarms was the mode of ventilation at the time, the configuration of the ventilator, and leakage.

Event description:
It was reported that first, the patient was intubated using the y-sensor and pressure line but, was later extubated and placed on a ram cannula at 10 cmh2o CPAP. It was observed that occasionally the y-sensor was pulled out of line. The ventilator would then alarm with "leakage detected" and a small box indicating restart ventilation. The hospital further stated that they had seen an 81% leak that recently was never a problem at 88-89% leak, and stated that since the patient is already on CPAP there should be no restart ventilation. There was no patient harm reported. (B)(4).